Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Despite the occurrence of occlusion events, there was no reported adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, thereby resuming insulin. Reportedly, the customer continued to use the pump for insulin therapy.